Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. However, no button error alarm or moisture damage was noted. The pump had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
Customer reports to have dropped insulin pump in water for a few seconds. Customer reports that insulin pump does not show any moisture damage. Customer reports to have received a keypad error alarm. Customer's blood glucose was 250 mg/dl customer was advised that insulin pump would need to be replaced. No further information provided.